Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device. The patient was connected to the device at the time of the alarm. It was reported that there was no leak. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.